Event description:
It was reported there was a loss of therapeutic effect. It was logged the patient's implant hit the perfect spot. It was noted that then, after a year, the implant "just stopped working," the leads had not moved and the patient had not fallen, it just stopped working. It was reported the patient then went through the surgery to have it replaced and that was a "much more difficult strenuous surgery."

Manufacturer narrative:
Concomitant medical products: product ID: 3778-60, serial# (B)(4), product type: lead. Product ID: 3778-60, serial# (B)(4), product type: lead. Product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 37752, serial# (B)(4), product type: recharger. (B)(4).